Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use during initial drain. The home patient (hp) pressed go before connecting to the machine, heard the alarm and then reconnected with the same supplies. The technical service representative (tsr) explained the message to the home patient (hp) and had him recycle the machine. System error 2367 occurred, and tsr informed hp to start over using new supplies. The hp followed above. There was patient involvement and there was no patient injury or medical intervention associated with this event.